Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent mentioned that the user experienced bacteriuria, pain, hematuria, bladder cancer, bladder perforation, incontinence, epididymitis, catheter blockage, leakage, accidental removal, retained fragments from catheter, bladder stones when they were asked about the complications while using the 3-way delinotte 30cc hydrogel coated prostatic catheter. No medical intervention was reported.

Event description:
It was reported that the survey respondent mentioned that the user experienced bacteriuria, pain, hematuria, bladder cancer, bladder perforation, incontinence, epididymitis, catheter blockage, leakage, accidental removal, retained fragments from catheter, bladder stones when they were asked about the complications while using the 3-way delinotte 30cc hydrogel coated prostatic catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sites for urine to crystallize". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.